Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
A bhr modular head (74121350, lot 50912) and bhr cup 74120156, lot 37362 013) were revised and returned to smith & nephew for analysis. No details were provided around the femoral stem originally implanted with these devices. The production records were reviewed for the devices involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Since no underlying medical documents were received for investigation, no thorough medical investigation and assessment of the reported complaint can be performed. Visual analysis of the returned implants identified a wear patch on the bearing surface of the femoral head and acetabular cup. Also, a mark was engraved on the back of the femoral head. Damage to the rim of the modular head taper and at multiple site on the rim of the cup was observed. Visual inspection confirmed that the cup rim was worn through at the worm holes. Additionally, discolouration and surface texture change on the inner taper of the modular head taper was seen. Wear analysis was performed to review linear wear on the bearing surface of the modular femoral head and bhr cup and identified a wear patch on the bearing surface for the head and cup using redlux and roundness profile measurements. Wear on the head was taken using roundness profile measurements were on the bearing surface of the wear patch of the femoral head. Redlux techniques were used to measure linear wear of the cup, which confirmed edge loading of the bhr cup. Maximum linear wear for the head was 924 ¿m & 819 ¿m on the edge loaded bhr cup (1743 ¿m combined). Taper analysis for linear wear of the internal bhmh sleeve measured the maximum depth of material loss measured 17.9 ¿m. The combined linear wear on the bearing surfaces of this device is higher than that of any other non-edge loaded smith and nephew large diameter metal-on-metal hip device measured up-to-date by the idc. The position of wear on the acetabular cup shows that edge loading has occurred. Material loss was measured on the taper of the sleeve. Based on this investigation the root cause of the reported revision could not be determined conclusively. However, the position of the wear indicates that edge loading has occurred, which could explain the wear observed. If additional information becomes available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.